Manufacturer narrative:
The customer's reported condition of the device turning itself back on was confirmed.

Event description:
The customer reported that channel c turns itself back on while on standby mode. The hosp rep did not have any add'l info regarding whether it was over the programmed amounts or under the programmed amounts. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.